Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information indicated that the patient had infection. No additional adverse patient effects were reported. This pacemaker will be returned for analysis.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update b5: adverse event, h6: patient codes and impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information indicated that the patient had infection. No additional adverse patient effects were reported. This pacemaker will be returned for analysis.